Event description:
The patient reported that the buttons felt very thin on the keypad and she had to press the buttons hard in order to elicit a response on the keypad. The patient indicated that she wears the pump attached to a belt and does not clean the pump

Manufacturer narrative:
The pump was returned and evaluated by product analysis on 10/13/2011 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. No defect was found on investigation. The complaint could not be confirmed or duplicated. Unrelated to the complaint, evaluation revealed that the vibration motor was inoperable. The alleged malfunction is not likely to cause an adverse event because the audio alarm mechanism still functions and will still alert the user should the pump emit an alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.